Event description:
During laparoscopic gastric bypass surgery surgeon noted that echelon flex 60 long articulating endoscopic liner cutter was stapling inconsistently. Stapler removed from field and saved.device #1is this a laboratory device or laboratory test?no.